Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from its air vent. This occurred during priming with an unspecified chemotherapy solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available for evaluation; however the customer provided a photograph of a device from the same lot number. A photographic inspection did not identify any malfunctions or abnormalities with the device. A reserved sample from the same lot was visually inspected and checked for flow. The reserved sample did not have any malfunctions or abnormalities that were identified. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.